Event description:
Revision surgery was performed due to deform, fracture, osteolysis and dislocation of patella. The patellar component was removed.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded that no clinical information has been provided to perform a thorough medical investigation. Should any additional medical information be provided this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the complaint history revealed no prior complaints for the listed batch. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened.